Event description:
It was reported that after a procedure, a rupture of the cover intraoperatively during the search for sentinel lymph node. Tear observed at the end of the surgery at the time of removal of the cover of the probe. No patient complications were have been reported as a result of this event.